Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device gave an electrocardiogram (ECG) failure. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). The customer ordered a replacement processor, which resolved the reported issue. The processor was requested for investigation by philips ecr failure analysis. Upon receipt of the processor at philips, the part will be evaluated, and the complaint will be reopened. It has been concluded that no further action is required at this time.

Manufacturer narrative:
The dfm100 processor pca assy was then returned to philips for additional analysis. However, the ECG failure could not be verified in lab testing. The processor passed all tests during the operational check and general testing.